Manufacturer narrative:
Gambro sales rep assessed the data and found that the fluid discrepancy was related to a history jump. A history jump is related to the operator not opening/closing scales appropriately. The rep stood by the nurse delivering treatment, and found that the nurse was not opening and closing the scale when changing the solution bags. Gambro's technical services evaluated the prismaflex system and performed functionality test per mfg procedure, and performed a simulated treatment. The machine pumps and pressure tested within specifications. The replacement scale failed calibration, and required a new scale component. A "side-wings kit," to ensure that bags are not changed without first opening the scales, as instructed in the operator's manual, is to be implemented not later than 10/1/2006 510(k)# is k041005